Event description:
The patient experienced baclofen withdrawal after a spine fusion. The catheter was not cut during the spine fusion surgery. The patient underwent catheter revision surgery on (B)(6) 2012. The catheter was removed and replaced after the hcp could not find a source of concern or hole. The hcp was able to aspirate the catheter and was able to push fluid through the catheter and no leak was detected. It was noted the pump was operating well. It was indicated there was no injury. The pump was delivering lioresal.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2011 (B)(6), explanted. (B)(4). Analysis of the catheter revealed no significant anomaly.